Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities associated with the reported lot that would have contributed to this event. Based on the information provided, the reported hypotension and myocardial infarction were attributed to patient-specific pathology and/or anatomy rather than the use of the device. The reported patient effects of hypotension and myocardial infarction, as listed in the IFU, are known potential complications associated with mitraclip procedures. The reported medication administration and medical interventions were the result of case-specific circumstances. There is no indication of a product issue with respect to manufacturing, design, or labeling.

Event description:
It was reported on 04 may 2026 that the patient presented with grade 4 degenerative mitral regurgitation (mr) for a mitraclip procedure. During the procedure, the steerable guide catheter (sgc) was advanced into the left atrium, and the dilator was subsequently removed. Following dilator removal, hypotension and myocardial infarction were observed. Cardiac massage was performed. Medication was administered for treatment of hypotension. Per the physician, the myocardial infarction was attributed to severe coronary calcification in combination with the physiological stress of anesthesia. Percutaneous intervention was performed for treatment of myocardial infarction. The procedure was subsequently terminated. Post-procedure, the mr remained unchanged. There was no clinically significant delay reported.